Event description:
It was reported that "during insertion, the doctor found the 2 consecutive set of swg kinked when the swg inserted into ars during used on the same patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 3006425876-2025-00234 and 3006425876-2025-00197.

Manufacturer narrative:
(B)(4). The customer provided two photos showing a guide wire assembly. It was noted that a different guide wire assembly is pictured in each photo. The arrow raulerson syringe (ars) was not pictured. Signs of use are visible inside the guide wire tubing. A kink is visible on the guide wires from both images. Therefore, the customer report is confirmed by the photos. The customer also returned one opened cvc kit for analysis. The guide wire and the ars/18ga introducer needle subassembly will be analyzed as part of this complaint. Signs of use in the form of biological material were observed inside the guide wire tubing. Visual examination of the guidewire revealed one kink. The j-bend was slightly misshapen but remained intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. No defects or anomalies were noted with the returned ars nor the 18ga introducer needle. The kink on the guide wire measured 357mm from the proximal weld. The overall length of the guidewire measured 601mm, which is within the specification limits of 596mm-604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guidewire product drawing. Functional testing was performed per the instructions for use (IFU) provided with this kit. The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was inserted into the ars/18ga introducer needle subassembly. Major resistance was encountered at the location of the kinking; however, all functional sections of the guide wire passed with no issue. A manual tug test confirmed that both guidewire welds were secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also, states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guidewire was confirmed through investigation of the returned sample. Visual analysis of the guidewire revealed that it was kinked. Despite this, the guidewire passed all relevant dimensional requirements. Functional testing confirmed ars resistance at the kinked section of the guide wire; however, all functional sections were able to pass with no issue. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during insertion, the doctor found the 2 consecutive set of swg kinked when the swg inserted into ars during used on the same patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.